Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gynecology procedure, the device¿s knife blade was exposed and visible through the laparoscopic camera, and the knife blade protruded beyond the edge of the jaw outside the electrode. Another tissue-sealing device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during a gynecology procedure, the device¿s knife blade was exposed and visible through the laparoscopic camera, and the knife blade protruded beyond the edge of the jaw outside the electrode. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the device did not show evidence of use. Functional testing found that the device was disassembled and the spindle pin was not present. It was reported that the device¿s knife blade was exposed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.